Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as malignant pain. It was reported the patient had a big bulge in their back. It was noted there was a possible leak from the pump. The patient did not find the bump during a shower but found it at 8:15 p.m. On the date of this report. The bump was where the catheter entered the spine. Additional information was received. There were no change in circumstances that may have led to this issue; the leak was completely random. Being sick with cancer, the patient was a very sedate person and spent many hours in bed. The patient provided photographs to their hcp, who advised the patient to go to the ER. The hcp did not detect infection so the patient was sent home on (B)(6) 2016. On (B)(6) 2016, the hcp aspirated fluid from the patient¿s back via a needle. The patient went back to the ER but the wait was 4 hours with many sick people that the patient could not be around, as they were a stage 4 cancer patient with a compromised immune system. The patient left and the hcp started the process of insurance approval for surgical removal. The pump and catheter were both removed on (B)(6) 2016. The patient noted the line had failed. The patient did not believe the pump ever worked for them, as there was always an issue with the line. The patient stated the pump installation was an absolute failure and going through surgeries was an absolute nightmare.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.